Event description:
The patient stated that around (B)(6) 2020 a v-go device came off, and a total of 4 v-go devices have come off with the most recent occurring on (B)(6) 2020. The patient stated that he prepares the application site with an alcohol prep prior to applying the v-go device to his abdomen.